Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the u.s. (B)(4). The device was not returned for evaluation. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was mildly tortuous and mildly calcified. After deployment of a xience pro 2.75 x 23 stent, a dissection occurred. Another xience pro 2.75 x 15 stent was used as treatment. There was no reported clinically significant delay in the procedure. No device other/procedural issues noted. No additional information was provided.